Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient cannot drive at night due to halos and also stated that when car approach me with led headlights, I¿m almost totally blinded. The patient doctor said it will get used to it but that hasn't happened yet and it¿s been a year and a half. Additional information received and stated that, the doctor prescribed the brimonidine eye drops use at night time to help with the halos. The patient used it once and it didn't seem to help much. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the doctor prescribed the cholinergic agonistic eye drops upon follow up visit.